Event description:
At about 2 years and 1 month after the primary spine surgery, the revision surgery was performed because the s screw (7x45) loosened, came out from the bone, and bone fusion did not occur. The surgery was completed successfully using a 8x50 screw.

Manufacturer narrative:
No analysis could be performed since lot numbers are unknown and devices are not available for inspection.